Event description:
Philips received a complaint from the customer reporting that the v60 ventilator had an alarm and became inoperable. The device was in clinical use when the issue occurred. There was no medical intervention or delay in therapy reported. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had an unspecified alarm and became inoperable. It was reported that an alarm could be heard, but no alarm message was displayed on the device. The alarm had stopped on its own after approximately 30 seconds. It was then noted that the alarm was no longer occurring. The customer reported that the device was inoperable during the alarm, but then continued operating after the incident was over. A philips service engineer (se) evaluated the device and reported that the customer's issue could not be duplicated during testing. The se reviewed the event log, and there were no documented errors observed. The se replaced the central processing unit (cpu) as a preventative action.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone: (B)(6).